Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional hi-torque whisper guide wire is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous mid right coronary artery that was 60% stenosed. During the procedure and use of a 014 whisper guide wire, the lubricity of the guide wire was lost and began to stick to the unspecified balloon that was used. Resistance was reported during removal with an unspecified balloon catheter. The same occurred for a hi-torque pilot gw. A 014 asahi soft guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.